Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of returned meter, the result was 2.7-a. The criteria is <55-a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and returned strips (strip lot number:d6160617-1 * 3 pcs). The control solution tests for level low were 63 mg/dl, for level high were 261 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . 4. We tested the suspected meter with our retain strips (same patient's strip lot number: d6160617-1). The control solution tests for level low were 63/65 mg/dl; for level high were 258/260 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 8:30 am after the end user received higher than normal blood glucose readings from his prodigy diabetes meter. The end user became irritable, sluggish, combative and had no comprehension of his surroundings. His blood glucose reading at the time of the medical event was 46 mg/dl and the paramedics were called. The initial reporter could not provide any additional details in regards to this medical event. So therefore several attempts were made to obtain additional information from the end user but were unsuccessful.